Manufacturer narrative:
The triglycerides reagent lot number was 743372. The reagent expiration date was requested but not provided. The investigation is ongoing.

Event description:
The initial reporter stated they received questionable results for an unspecified number of patient samples tested with trigl (triglycerides) on a cobas 8000 c 502 module. Quality controls run in the evening failed out of range high for triglycerides. Patient samples were then repeated and it was noted that these samples recovered 50 % lower upon repeat. The customer provided data for two patients with discrepant triglyceride results. The first sample initially resulted in a triglyceride value of 209 mg/dl and it repeated as 98 mg/dl. The second sample initially resulted in a triglyceride value of 286 mg/dl and it repeated as 186 mg/dl. The customer did not know which results were correct.

Manufacturer narrative:
The field service engineer determined that the laboratory deionized water filters were replaced, causing an increased level of glycerin in the analyzer line. The customer flushed their deionized water system and replaced filters. The analyzer water tank was flushed. Precision studies were performed and passed. Calibration data was acceptable. Quality controls were not within range. Upon review of the alarm trace, an incubation bath short water level alarm, a water reservoir too low alarm, a sample clot detection alarm, an abnormal aspiration alarm, a reagent short alarm, and a measurement test count excess alarm were observed. The investigation determined the customer actions and service actions resolved the issue.